Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer's parent reported that the insulin pump delivered an insulin overdose of 20 - 40 units.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 20 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The caller stated that prior to the event, the customer changed the infusion set, and at some point, the reservoir fell out of the insulin pump. Found that the reservoir volume had an amount of 71.6 units, but the actual amount of insulin in the reservoir is 35 units. It is possible that the customer received a large amount of insulin when the reservoir fell. The mother was concerned that the insulin pump might be delivering too much insulin, and requested a replacement. Nothing further was reported.